Event description:
It was reported to philips that the device lost table and stand movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis was proceed when the issue happened. The treatment was continued by moving the patient to another room that room. The philips field service engineer (fse) inspected the system onsite and confirmed that table connection was failed. Review of the system log file showed that there is liquid flowing into the bed and sd 1 voltage has input but no output. The fse replaced the sd1 unit. After replacing the sd1 unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.